Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe pain / increasingly intense pain') in a female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain"). In 2020, the patient experienced pelvic pain (seriousness criterion medically significant) and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, myalgia and fatigue outcome was unknown. The reporter considered fatigue, myalgia and pelvic pain to be related to essure. The reporter commented: allergy skin tests in progress. Removal of implants planned for 2020. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - in (B)(6) 2020: currently bein conducted. Lot number: d31447, manufacturing date: 2014-11-21, expiration date: 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe pain / increasingly intense pain') in a female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain"). In 2020, the patient experienced pelvic pain (seriousness criterion medically significant) and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, myalgia and fatigue outcome was unknown. The reporter considered fatigue, myalgia and pelvic pain to be related to essure. The reporter commented: allergy skin tests in progress. Removal of implants planned for 2020. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.